Event description:
The affiliate reported the customer alleged erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving the access 2 immunoassay system. An initial result of 0.12 ng/ml was obtained for one patient. Subsequent analysis of the sample, on the same analyzer, recovered a higher result of 23 ng/ml which was questioned by the laboratory. The customer reanalyzed the sample, on the same analyzer, and recovered a lower result of 0.12 ng/ml which was released out of the laboratory. There was no patient impact. The customer noted quality control (qc) failed one hour post the first patient's erroneous result. Qc recovery was 6.73 ng/ml rather than 0.19 ng/ml. Approximately four hours after, a second patient sample produced an erroneous troponin I result of 45 ng/ml. The erroneous result was released out of the laboratory and questioned by the physician. Upon repeat analysis, on the same analyzer, a result of <0.01 ng/ml was obtained. There was no patient consequence or change in patient treatment. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
On (B)(4) 2012, the field service engineer (fse) assessed the instrument at customer's facility to address the incubator belt and wash arm issues. The fse discovered one of the incubator belt pulleys was damaged and replaced the pulleys, which were out of specification. The fse performed verification protocol with no errors and noted all results passed within specification. Quality control (qc) was within the laboratory's established ranges. On (B)(4) 2012, the fse replaced the out of specification aluminum incubator belt pulleys and cleaned instrument of dust and shavings produced by the pulleys, per access incubator belt pulley-replace modification. Verification protocol passed within specifications. The customer successfully calibrated the assays and qc passed within the established ranges. The instrument conformed to the manufacturer's published performance specifications. The instrument was not in use from (B)(6) 2012.